Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. Device also received with peeling serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's partner reported via phone call that the insulin pup had insulin flow block alarm. Customer's blood glucose level was 205 mg/dl at the time of incident. Customer stated they had tried all remedies and do not want to troubleshoot. The customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.